Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. Reporter stated that she scraped herself with a protruding needle that had only been used by her. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.